Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of nsrvo due to pptwo. The patient did not receive any therapy during the oversensing. Oversensing was noted on a real-time egm. Programming changes were made during the device check. Dft and further actions will be discussed with the physician.